Manufacturer narrative:
Examination of the returned devices finds evidence of liner material wear and also evidence that as stated the acetabular cup was likely positioned more vertical than recommended by surgical technique. A complaint database search finds no other reported incidents against the provided product and lot combinations since their release for distribution. Both devices were released for distribution in (B)(4). The investigation has also determined that the liner product code has been obsolete since july 2001. Based on the investigation a need for corrective action was not identified.depuy considers the investigation closed at this time. Should additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
Corrected:brand name,type of device,manufacturer,catalog# lot#,device code(s),mfg site address.added:explant date,PMA/510(k) number,device MFR date.

Event description:
The patient was revised because of dislocation, the cup was vertical.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.